Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that patient reported a leak/damage from the tubing experienced during priming. There was patient involvement. There was no patient injury. The leaking from the tubing potentially causes poor delivery of the insulin to the patient if it would recur. As a result, the patient will experience the elevated glucose level.